Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged 3 days after admission. At the time of this report, the peritonitis event was reported as ongoing and improved. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A batch review will be performed for potentially associated lot numbers h13e17016 and h13i04032. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted, there were no issues detected during manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.